Manufacturer narrative:
Film review summary: the cause of the reported events could not be determined from the films provided. Films during stent graft and endoanchor implant were not available for review. CT¿s returned from 4 days, 4 weeks and 5 weeks post-implant all showed that a single valiant stent graft had been implanted in the patient. The device was positioned with the proximal fabric near the origin of the patent lsa, and extended across the arch into the descending thoracic. Multiple endoanchors were seen having been implanted into the proximal 10mm of the fabric/thoracic. Two of the endoanchors on the outer curvature, alongside each other near the level of the lsa, appeared to be oriented parallel with the stent graft and possibly not engaged into the stent graft fabric or aorta. The cause of the endoanchor malposition could not be determined. It is possible that this was caused by a patient condition (fragile and non-elastic arterial walls), or due to implanting in a highly angulated orientation. The reported dissection also could not be confirmed or ruled out. It is possible that the endoanchor malposition may have led to a separation of the aortic wall and the dissection. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system and heli-fx endoanchors were implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm of unknown size. It was reported that when the patient returned for follow up examination on an unknown date, an occult dissection into the descending aorta was detected. On angiogram it was observed that two endoanchors were positioned in an oblique angle in the outer curve of the aortic wall, close to the subclavian artery ostium. As per the physician, it is suspected that the cause of the event may be due to the oblique implantation of the endoanchors. It is stated that in conjunction with the patients anatomy of fragile and non-elastic artery walls, the endoanchors may have led to a separation of the aortic wall and a dissection. It is reported that an unknown treatment was performed and the event has not resolved. No additional clinical sequelae were reported and the patient will be monitored by their physician. An amplatzer plug was implanted in the left subclavian artery, up to almost the left vertebralis but not occluding it. The event remains unresolved.